Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee re-revised to address infection (see (B)(4) for first revision on (B)(6) 2014). Patient treated with complete explantation of attune products and placement of a competitor antibiotic spacer implant. This surgery is stage one of a two stage revision to treat deep infection. Revising surgeon also reported that the tibial base plate was loose, and that there was no cement adhered to the tibial implant. Stated that the cement mantle was entirely intact upon removal of the tibial implant. The medical records currently provide no primary surgery information or product/lot code information for the primary implants. The cement manufacturer for the primary surgery is also unknown. An attune insert was re-implanted at the time of the first revision ((B)(6) 2014), for which product and lot code information is available. Doi: unknown; dor: (B)(6) 2017; (left knee).